Manufacturer narrative:
H3: device evaluated by MFR? The ventilator was rec'd by newport medical instruments inc on 10/13/06. It will be forwarded to MFR/flight medical ltd. For further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no pt involvement in the incident.